Manufacturer narrative:
The biomed stated while performing the pm, threads of the clamp on the vacuum pump were stripped and loose. He stated the replacement parts were ordered, however it is unclear if the parts have been replaced at this time. An fse was dispatched to the site at the request of the customer for an evaluation of the issue. When the fse arrived, he was unable to assess the unit for the haze/mist issue as the unit was not operating due to another malfunction. The fse performed service to correct the malfunction and returned the unit back to specifications on 6/10/2016.

Event description:
A customer reported inhaling vapor (haze) performing a planned maintenance (pm) service on the sterrad® nx sterilizer. The customer is an advanced sterilization product trained biomed. He was wearing personal protective equipment, however was not wearing a mask at the time. The biomed experienced sweating, dizziness and felt nauseated for approximately four hours. The biomed stated in the afternoon he started coughing so hard that blood came up and went to the emergency room for observation. A lung CT scan was performed and the result was negative. The upper gastro-intestinal study was performed and revealed there were dark red areas noticed in his esophagus. He was discharged home in stable condition and prescribed carafate. It was also noted in the biomed's medical history, he is allergic to zantac, biaxin, and latex. Inhalation of a chemical or vapor is not a recognized risk factor for esophageal ulcers or gastroesophageal reflux disease (gerd). In addition, the biomed¿s medical history reported he has an allergy to zantac, suggesting a pre-existing condition of esophageal ulcers or gerd. Also, the biomed reported he was "fine" and returned to his regularly scheduled work shift. This complaint is being reported to FDA as a serious injury report for symptoms related to the haze/mist/vapor.

Manufacturer narrative:
Corrected data: the CT scan was performed in the emergency room and was negative. Additional manufacturer narrative: the hcw was admitted to the hospital overnight for observation. The next morning on (B)(6) 2016, the hcw had an upper gi test and was performed and revealed there were dark red areas noticed in his esophagus. The hcw was discharged from the hospital on (B)(6) 2016. The hcw returned to work on the following day and is reported to be fine. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). ¿the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿the sra shows the risk for exposure to haze/mist/vapors with a neurological reaction and respiratory reaction was determined to be "low." The assignable cause of the haze/mist/vapor issue could not be determined. No parts were replaced that were related to the oil mist filter or that would cause vapors to be expelled from the unit. The field service engineer completed the planned maintenance (pm) and confirmed the sterrad® nx was restored to proper function after service. The most likely cause of the human reaction issue is operator error as it is highly unlikely that the unit would have produced vapor while not operating, and the oil mist filter would likely need to experience a pressure differential to produce vapors. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.